Manufacturer narrative:
(B)(4) fiber broke. (B)(4) fiber misfired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during procedure and outside the patient, the laser fiber was bent and the laser light was visible exiting through the bent area. The bent part of the fiber body was the portion which was secured within a damp towel. Reportedly, there was no pressure or instrument that caused the break, they heard a loud crack while lasering. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.